Event description:
The physician attempted to seal a perforation using a graftmaster stent graft in the left anterior descending (lad) artery. Reportedly, the perforation was described as "very large" and occurred after placement of a coronary stent. Due to the size of the perforation, the graftmaster was unable to completely seal the perforation. The patient was taken to surgery but due to the size of the perforation and the complications brought about by the perforation, the patient became unstable and expired during surgery. The patient's cause of death was "complications brought about by the very large perforation." Although requested, no additional patient information was provided.